Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex biliary rx uncovered stent was to be implanted during a stent placement procedure performed on (B)(6) 2022. During the procedure, prior to stent deployment, the physician felt that the stent's length was not the labeled length. The stent appeared to be too long inside the catheter. There were no patient complications reported due to this event. Note: the reported upn and lot number was noted to be past its expiry date.